Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as cut from sharp edge of te pad. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.